Event description:
A report received from the USA stated an 840 ventilator experienced an oxygen sensor calibration issue while being used on a pt. No harm or change in the pt's therapy was reported. The date of the event is unk. No add'l info is available at this time.

Manufacturer narrative:
A covidien customer support engineer (cse) inspected the device and verified the malfunction. The oxygen (o2) sensor was found to not accurately perform for lower range values. The cse replaced the o2 cell. The device passed all calibrations, short self-test, extended self-test (est) and performance verification test according to MFR specs. In the event that add'l info is obtained, a supplemental report will be issued. (B)(4).